Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with frozen display after countdown and problem isolated to mother board. Unable to verify unresponsive buttons or button error due to frozen display. However, the insulin pump had corrosion on keypad traces. The insulin pump was received missing end cap sticker and minor scratches on lcd window.

Event description:
It was reported that the customer had issues with the buttons on the insulin pump not working. The customer's blood glucose was 180 mg/dl. The customer stated that he woke up and received the button error alarm. Troubleshooting was done. The customer did not recall any significant events leading to the alarm aside from him sleeping. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.